Manufacturer narrative:
Correction b5: it was reported that a spectrum iq pump showed that it over infused tarlatamab during therapy. The tarlatamab should have infused in a 250ml bag, the pump showed that 362ml was delivered. There was no report of patient injury or medical intervention associated with this event. No further information was provided. H11: the device and history log were not returned for evaluation. The user facility reported that the pump stated that 362 ml was delivered when the bag contained 250 ml. The user facility may be referring to the ¿total given¿ displayed on the pump, however the history log nor device were returned for evaluation and additional details regarding the event were not provided by the user facility. The total given volume field displays the volume (ml) that has been delivered for the current programmed infusion(s). When a secondary infusion is programmed, the total given volume would be the total volume of both primary and secondary infusions delivered. Record the value of the total given volume when necessary. This value cannot be recalled after the value has been cleared. The spectrum iq operators manual safety information on page 2-8 lists the following warnings associated with programming: "do not exceed total volume, do not exceed total volume contained in the IV bag when programing a multi-step (single) infusion. Exceeding the total volume can result in an air embolism, or interruption or delay in therapy, resulting in serious injury or death. Make sure that the IV bag is properly filled to the specified volume only. Make sure that the pump is programmed with the specified volume." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused tarlatamab during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.